Event description:
The micro sagittal saw was sent for evaluation because it was running on its own with switch in the off position. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.